Manufacturer narrative:
(B)(4), date sent: 2/18/2021. H6: component codes: others (g07). Investigation summary: the analysis results found that the el314 device was received with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained, and deployed six clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. The event described could not be confirmed as the device performed without any difficulties noted. Although there is no direct evidence of use error, the instructions for use do contain the following: "caution: select the appropriate size ligaclip extra ligating clip cartridge and corresponding clip applier. With the cartridge slots facing away from the base, insert the cartridge into one of the channel openings of the lc800 stainless steel cartridge base. Ensure that the cartridge is past the channel opening and securely held in place. Grasp the applier by the handle and trigger and insert the jaws of the instrument into the individual cartridge slot, making sure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Keeping the applier jaws perpendicular to the surface of the cartridge, retract the applier from the cartridge. The clip will be securely held in the applier jaws. It is not necessary to maintain trigger tension to hold the clip in the applier jaws. The sequence for rotation of the applier shaft is as follows: loosen the rotation knob by turning it clockwise until a click is heard. Rotate the shaft to the desired position. Tighten the rotation knob completely by turning it counterclockwise. Position the clip around the tubular structure to be ligated. Apply enough force to fully close the applier to assure that the clip is satisfactorily placed and secured." It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. The batch history/serial number record was reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.  The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event is 2021. Event day and event month were not reported. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, surgeon mentioned clip doesn't clip properly and clips falls out. Clips would not hold in jaws and clips would not hold on tissue. Clips were not malformed. There was no delay to procedure, another device was used, and procedure was successfully completed. There was no patient consequence.